Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system used alongside the probe was found to be fully functional and the reported issue could not be replicated with the probe. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a cranial resection, the passive planar blunt probe had issues tracking when attempting to verify the instrument. It was reported that the error metric would go red when holding the probe vertically and the probe would intermittently track when the angle was adjusted. To continue with the procedure, the site switched to a microscope probe which tracked and verified without issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.